Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case, two side bail covers and the ring cover were broken, the lower case, battery release, lead flex cover, battery drawer and battery flex were contaminated and the battery contacts were compressed. (B)(4).